Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On january 09th, 2019, senseonics was made aware of an incident where the physician was unable to remove the sensor on the first attempt made.

Manufacturer narrative:
The complaint cannot be confirmed since there are no intensions to remove the sensor as referred from (sf case#(B)(4) )(MFR report# 3009862700-2020-00182). H6 result code updated to 213. H6 conclusion code updated to 67.